Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0vv95, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she had to have her implant replaced because there was an issue with one of the leads. Patient stated her managing hcp does not know what exactly happened but it needed to be replaced. The patient's indicators were for bowel dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
Additional information reported possible lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.